Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. Another receiver (serial number (B)(4)/lot number 5222420) was returned on (B)(6) 2017). The device was visually inspected and no defects were found. A review of the downloaded data lot did not find any errors related to the customer complaint. A "try it" manual test was performed and the receiver vibrated. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.